Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 of vaginal mucosa and mesh. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh revision on (B)(6) 2012. No additional information was provided.